Event description:
It was reported that during a regular follow-up, the device was found in backup vvi mode. The patient recently had leg surgery and had a MRI. The device was successfully restored. There were no patient consequences.